Event description:
It was reported that the pump housing was damaged, and subsequently, multiple cartridges were difficult to insert. There was no adverse impact to customer's blood glucose level. The customer continued to use pump to resume insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.